Event description:
It was reported that the patient had redness, ulceration, secretion and hematoma at the device pocket due to infection. The patient's pacemaker, the right atrial lead and the right ventricular lead were explanted due to the infection. A new pacemaker system was implanted on the contralateral side. The patient was in stable condition.